Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. There were no anomalies found.

Event description:
It was reported the lead showed high impedances at testing during an implant attempt. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.